Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure to treat atypical flutter, after mapping and ablating in the left atrium and pulling all catheters out of the patient, the physician noticed the patient had a pericardial effusion. They had mapped with the intellamap orion catheter and ablated with a intellanav mifi open-irrigated ablation catheter. It was unclear how it happened, but the physician was "sure that no catheter was involved." The patient was stable, and after 30 minutes the bleeding stopped and the patient was in good health. The physician did not report that any resistance was felt while maneuvering the catheter. They punctured the pericardium from outside (breast) to take the blood out of it. It was then given back to the patients circulation. There was no surgery needed. The patient was expected to make a full recovery.